Manufacturer narrative:
Additional information: on 9/11/2019, the mentor failure analysis lab received the device for evaluation. On 10/4/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed a crease running from the anterior to the posterior view. Within the crease in the posterior aspect, a tear was noted measuring approximately 1.0 cm. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and not anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent a primary breast augmentation with mentor memorygel breast implants 325 cc and experienced bilateral rupture post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the left side.